Event description:
The manufacturer received a report that a trilogy evo ventilator displayed a ¿ventilator service required¿ alarm. A review of the device log files determined that the alarm was triggered because the internal or detachable li-ion battery was not charging due to a hardware fault for greater than or equal to one minute. There were no reports or allegations of patient harm or injury. The device was returned for investigation, but the evaluation is not yet complete. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.